Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed; however, the exact cause is unknown. One photograph of an groshong nxt clearvue catheter and two-piece connector assembly was returned for evaluation. An initial visual observation of the photograph showed an implanted catheter and connector assembly. What appeared to be a small drop of liquid was observed between the catheter and the oversleeve of the distal connector. No details of the leak site could be discerned on the sample in the photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause of the leak. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental report will be submitted with evaluation results.

Event description:
It was reported that there was leakage while flushing after insertion. There was no impact nor harm to the patient.